Event description:
A malfunction alarm, specifically malf 12, was reported, which displayed a fault ID of 12-0x2071. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The issue was resolved, and the customer was advised to continue using the pump and instructed to report if the malfunction code recurred, which it did not after the reset.